Event description:
This spontaneous case from united states was received on 18-jan-2018 from the patient this case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and after unknown latency, knee is still stiff, knee was weak and hyperextending itself, lost weight, knee was not bending, couldn't walk well/couldn't hardly walk/help from my co-workers to walk, sick on my stomach and had fever no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided; batch/ lot number and expiry date: unknown) for right knee pain. On an unknown date in (B)(6) 2017 after an unknown latency, patient was so sick on her stomach, had chills, a fever and wanted to vomit and throw up. She was so sick, didn't feel well. She knew something was wrong. On (B)(6) 2017, patient visited doctor. Her knee was weak and hyperextending itself, so she put on a brace. She couldn't walk well and needed a cane. Her knee had no redness or 'streakness', knee wasn't working. Doctor told that they were just going to schedule her for a total knee replacement right away. They did a total knee replacement on (B)(6) 2017. Patient could hardly walk and her knee didn't get better. She went to work, used a cane. She was so sick that needed help from co-workers to walk. Action taken: unknown corrective treatment: brace, knee replacement, IV antibiotics for knee was weak and hyperextending itself; cane for couldn't walk well/couldn't hardly walk/help from my co-workers to walk; not reported for rest of the events outcome: not recovered for all events seriousness criteria: hospitalization for knee was weak and hyperextending itself and disability couldn't walk well/couldn't hardly walk/help from my co-workers to walk a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 26-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 26-jan-2018: follow up information did not change the previous case assessment. This case concerns a patient who received synvisc one injection and later had knee hyperextension for which patient underwent knee replacement surgery and was unabkle to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This spontaneous case from united states was received on 18-jan-2018 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and after unknown latency, knee is still stiff, knee was weak and hyperextending itself, lost weight, knee was not bending, couldn't walk well/couldn't hardly walk/help from my co-workers to walk, sick on my stomach and had fever no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided; batch/ lot number and expiry date: unknown) for right knee pain. On an unknown date in (B)(6) 2017 after an unknown latency, patient was so sick on her stomach, had chills, a fever and wanted to vomit and throw up. She was so sick, didn't feel well. She knew something was wrong. On (B)(6) 2017, patient visited doctor. Her knee was weak and hyperextending itself, so she put on a brace. She couldn't walk well and needed a cane. Her knee had no redness or 'streakness', knee wasn't working. Doctor told that they were just going to schedule her for a total knee replacement right away. They did a total knee replacement on (B)(6) 2017. Patient could hardly walk and her knee didn't get better. She went to work, used a cane. She was so sick that needed help from co-workers to walk. Action taken: unknown. Corrective treatment: brace, knee replacement, IV antibiotics for knee was weak and hyperextending itself; cane. For couldn't walk well/couldn't hardly walk/help from my co-workers to walk; not reported for rest of the events outcome: not recovered for all events. Seriousness criteria: hospitalization for knee was weak and hyperextending itself and disability couldn't walk well/couldn't hardly walk/help from my co-workers to walk. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who received synvisc one injection and later had knee hyperextension for which patient underwent knee replacement surgery and was unable to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.